Event description:
It was reported that a pre-surgical cardiac pt underwent a cardiac catheterization. The images acquired during the procedure were reportedly unavailable on the innova system. The cardiac catheterization was repeated prior to surgery. No pt injury was reported. Ge healthcare's investigation into the reported occurence is still ongoing. A f/u report wil be issued when the investigation has been completed.

Manufacturer narrative:
System install date: 2006.